Event description:
During a lead revision procedure, the surgeon used electrocautery. The device labeling states monopolar electrocautery should not be used as it may cause permanent damage to the implant. The surgeon decided to implant the patient with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.